Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) of 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) of 2013. This is a list of my side effects and symptoms that I have experienced due to essure, weight gain, hair loss, ovarian cysts, severe lower abdominal pain before periods, severe constipation, hip pain, abdominal bloating, migraines, back aches. I have/have been seen by 4 different doctors. I have been diagnosed with the following conditions, ovarian cysts, thickening of the uterus walls, constipation, I have also found that I have an allergy to nickel which is in essure. The device is still inside of me.